Event description:
The multimed 12-lead pod (part number 5589663e538u), was placed (without covering) in bed with patient, beneath the blankets. Patient was sedated and positioned to lie on the multimed 12-lead pod, with their upper leg. After approximately 8 hours, it was discovered that the upper leg received a second-degree burn on the place where the pod was positioned. The multimed 12-lead pod was being used in connection with the sc 9000xl physiological monitoring system.